Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third-party carrier's website was reviewed, and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there was one approved temporary deviation noticed (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The complaint is not confirmed.

Event description:
A user facility administrator reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used because the leak was visually observed along the side of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient was restarted on a new machine but was unable to complete treatment because the patient was admitted to the hospital for neurological issues that were unrelated to the hemodialysis. The patient has had a history of neurological issues and seizures that are unrelated to dialysis. Prior to starting treatment, the patient was ¿jittery¿. The patient was discharged the same day ((B)(6) 2021) and has been continuing hemodialysis without reoccurrence of the reported event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the outpatient facility administrator (ofa) reported no defect(s) or damage was observed on the exterior of the optiflux 160nre dialyzer. However, evidence of a dialyzer leak was confirmed by the visualization of blood in the dialysate compartment. The etiology of the internal dialyzer leak, which preempted the events is unknown; therefore, causality cannot firmly be established. While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy. In addition, it was reported the patient was unable to complete hd therapy on (B)(6) 2021 due to unspecified neurological issues and was admitted for observation (<24 hours). The patient¿s ofa reported the patient has a past medical history of neurological issues, as well as seizures. The ofa stated these events were unrelated to any fresenius device(s) or product(s).

Event description:
A user facility administrator reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used because the leak was visually observed along the side of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient was restarted on a new machine but was unable to complete treatment because the patient was admitted to the hospital for neurological issues that were unrelated to the hemodialysis. The patient has had a history of neurological issues and seizures that are unrelated to dialysis. Prior to starting treatment, the patient was ¿jittery¿. The patient was discharged the same day ((B)(6) 2021) and has been continuing hemodialysis without reoccurrence of the reported event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.